Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had unspecified error alarm. The customer¿s blood glucose level was unknown. The customer reported that they received result also included also incessant alarms and blood glucose checks up to 10 times per day. The insulin pump will not be returned for analysis.